Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic. The pulse generator exhibited far-field r oversensing due to retrograde events causing inappropriate mode switching. Programming changes were performed and retrograde events were no longer sensed. There were no patient symptoms reported.